Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a male patient believed to be in his mid-60s underwent an idvt - left ablation procedure with a thermocool® smart touch® sf unii-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported by the bwi representative that after the catheters were removed post-ablation procedure, about 10 minutes later the patient's blood pressure dropped. A pericardiocentesis was performed, and the surgical team was called. The patient's chest was opened in the procedure room, and a tear in the side of the left ventricle/ anterior lateral papillary muscle was noted, which was then patched. The patient's current status is stable, with a balloon pump in place for support. The adverse event was discovered after use of bwi products. The physician believes that it may have been caused by hematoma formed due to ablation lesions. Outcome of the adverse event was reported as improved. Patient required extended hospitalization because of the adverse event. Brk was used for the transseptal puncture performed. Prior to noting the cardiac tamponade ablation had already been performed. There was no evidence of steam pop. The event occurred post case. The flow setting for the irrigated catheter used in the event was stsf f curve, 8/15ml per IFU. No error messages observed on biosense webster equipment during the procedure. The patient was hemodynamically stable at the time and was admitted. Perforation was suspected, it was confirmed via open chest by the surgical team. Pericardiocentesis was performed, the fluid removed was unknown. Ablation was already completed. Evidence of any effusion was not present before the procedure additional information received indicates relevant medical history includes throat cancer. Correct catheter settings were selected on the generator for the procedure. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. Standard surpoint paraemeters for stability were used for stability, filter and color options.